Manufacturer narrative:
The device was manufactured per patient's prescription (rx). The patient's device was not available for an evaluation; however, test were performed on a similar device. A series of test were performed on the similar thermoformed mouth guard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed. There was no evidence of the test article causing delay dermal contact sensitization nor oral mucosal irritation. Without the device, physical structure testing cannot be completed. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
The device was sent and is in transit back for evaluation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint. The patient's upper lip got swollen on the area which contacted with the appliance. The patient experienced the reaction after using the appliance for about 3 days. Upon experiencing the reaction, the patient stopped using the device and took allegra for the reaction. The symptom lasted for about 24 hours after discontinued device's usage. The patient reported to be doing well. The patient went to see allergy specialist following the dentist's advice; however, they could not determine where the allergy came from. The patient is allergic to dog. The dentist did not make any adjustment to the reported device prior delivering to the patient. The appliance was rinsed with water by the dentist before delivering to the patient. The patient did not clean the device during its usage. The patient is using a new splint (astron) and has not had any issue.